Event description:
Upon withdrawal of cathether for venipuncture, I noticed that the catheter tip was not intact. The end of the catheter was jagged and shorter when compared to another IV catheter. Pt denied pain or discomfort.